Manufacturer narrative:
Failure analysis (fa) lab received a avea pcba control board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim that was received for investigation. The uim was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were illuminated constantly. Attempted to upload software but communication would not initiate. The control pcba was replaced with a known good and this corrected the issue. Findings/root-cause: defective control pcba. This issue was isolated to a corrupted boot loader in software version (B)(4). This issue is being addressed in an internal correction.

Event description:
The customer reported that the ventilator screen is not responding/blank. When the machine is switched on, all led's come on, status led is on, screen is black and the ventilator is not ventilating. When the ventilator is switched off, the status led is flickering in red. No pt involvement.

Manufacturer narrative:
The customer evaluated the ventilator and determined that the user interface module needs to be replaced to fix the reported issue. Eval by the carefusion failure analysis tech is anticipated but has not yet began.